Event description:
The surgery center reported the phacoemulsification unit froze during a cataract procedure. The account was not able to complete the procedure using the same unit. The account used a backup unit to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Correction: in initial report of device evaluated by manufacturer selections were incorrectly selected. The correct selection should have indicated ¿yes¿. In follow-up 1, the correct selection was selected, however, follow-up 1 should have not been created due to the device was evaluated during the initial report. Correction: in initial report the evaluation codes for method, results, and conclusion were incorrect. The correct codes were provided in follow-up 1, however, follow-up 1, should not have been created due to the evaluation codes were available during the initial report. Correction: in initial report, under additional narrative the description of ¿(B)(4)¿ had incorrect narrative as it should have not stated the there was no field service report. The field service investigation was provided within the 30 days of the product problem was reported. Correction: in follow-up 1, under narrative description of the field service was included however; it should have been included in the initial report as the investigation was available during the initial report. Correction: in follow-up 1, the date received by manufacturer is incorrect as it should have been (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). During inspection, the fss found faulty boards. The issue was resolved by replacing the hard drive, rear panel connector printed board circuit assembly, the instrument manager printed circuit board, the power switch, and the ic upgrade kit. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The clinic is reporting this product problem only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.